Manufacturer narrative:
The reported event of high impedances was confirmed. As received, the lead was cut but complete. The lead was returned cut as a result of the explant procedure. Microscopic inspection of the lead revealed all wires were broken at 45.8cm distal to the terminal end. The broken wires are consistent with an overstress condition the lead was subjected to while in vivo.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. D3 and g1 correction: the manufacturing site was updated. Correction g8: the MFR report number should have been (B)(4).

Manufacturer narrative:
Date of event is estimated.

Event description:
Related manufacturer reference number: 1627487-2023-02266. It was reported that the patient¿s leads exhibited high impedances. As a result, surgical intervention was undertaken on (B)(6) 2023 wherein the leads were removed from the ipg, cleaned, and reinserted to address the issue.